Event description:
It was reported that the pacemaker triggered a lead safety switch (lss) alert due to low out-of-range pacing impedance measurements on this right ventricular (rv) lead. Additionally, the patient experienced pacing inhibition, lightheadedness, and oversensed noisy signals on the rv channel. The lead was reprogrammed; however, noise continued to be observed. Technical services (ts) reviewed the device data and noted a sudden drop in impedance, with pacing inhibition episodes lasting over two seconds, the longest lasting approximately 5-6 seconds. Ts suspected that the sudden drop in impedance could indicate a subclavian crush or insulation breakdown and recommended lead replacement. No adverse patient effects were reported. This rv lead remains in service.